Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the electrode pads were disposed of per local regulation. No product be returning to zoll.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device did not respond to the front panel controls. Complainant did not indicate that there was any patient involvement in the reported malfunction.